Manufacturer narrative:
The customer returned a total of (2qty) brand new/sealed hx-202ur and returned a total of (10qty) brand new/sealed hx-202ur repositionable clip lot# 94k 05 for evaluation due to ¿clip fell apart into 3 pieces¿. The returns came from two separate RMA (return material authorization). 1 of 2 clips returned were tested and inspected and was unable to identify any issues with the devices. It was determined that the yellow joint below the handle area was at its proper location. The clip from the distal end side was opening and closing properly when the slider was manipulated and there was no restrictions on the slider movement from the handle side. The clip was then fired using a plain tissue paper and noted the clip grabbing the tissue paper securely with no signs of misfire. In addition, there is no external damages noted on the insertion portion tube sheath, clip, slider, yellow joint and handle. 4 of 10 clips returned were tested and inspected and was unable to identify any issues with the devices. It was determined that the yellow joint below the handle area was at its proper location. The clip from the distal end side was opening and closing properly when the slider was manipulated and there was no restrictions on the slider movement from the handle side. The clip was then fired using a plain tissue paper and observed the 4 clips grabbing the tissue paper securely with no signs of misfire. In addition, there is no external damages noted on the insertion portion tube sheath, clip, slider, yellow joint and handle. In summary, based on the evaluation and results of the investigations, the reported complaint is not confirmed as there was no abnormalities or damages observed on the device.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported event cannot be determined. The instruction manual of the device states: "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage."

Event description:
It was reported that during an unspecified procedure the hx-202ur clip fell apart into 3 pieces inside the patient however it was retrieved successfully. Procedure was completed by placing another clip with no patient harm or injury reported.